Manufacturer narrative:
Findings: no motor error alarm noted. Unit was unable to prime during prime/a33 testing due to moisture damage on sensor resistor unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Unit had cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and minor scratched lcd window.

Event description:
A customer's parent reported via phone call indicating that the customer kept receiving motor error alarms on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was able to rewind the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.